Event description:
Information received indicates the head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a non-functioning hydraulic valve. He replaced the valve to repair the bed.